Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received no delivery alarm as well as insulin pump had not working correctly. The customer¿s blood glucose level was unknown. Customer stated that they she was sometimes gets insulin and sometimes she did not get insulin. Customer states they had tried all remedies. Customer declined to continue troubleshooting. Customer was advised to the insulin pump will need to be replaced and to retrieve and save insulin pump settings and to revert to backup plan. The insulin pump will not be returned for analysis.